Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, after successful puncture of the left subclavian vein and when beginning to attempt the right ventricular (rv) lead placement, the patient experienced sudden acute left-sided heart failure. The patient was treated with positive inotropic and diuretic therapy, resulting in slight improvement of heart failure symptoms; however, the patient remained unable to tolerate the procedure. The rv lead was removed, implant attempts were abandoned and the patient was transferred for continued medical management of heart failure. No further patient complications have been reported as a result of this event.